Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead analyzed.

Event description:
It was reported that at the time of a lead revision for another lead, more than 18 months previously, the lv lead partially dislodged, resulting in increased threshold and non capture. At the time the lead was taken out of use, it was noted the subclavian vein was occluded. No patient complications have been reported as a result of this event.